Event description:
A past low blood glucose event was reported by the customer, with the specific lowest level unknown as it displayed as "low." Low bg cause was not known. Customer addressed bg by consuming glucose tablets or carbohydrates. Technical support to consult with a healthcare professional to discuss potential factors affecting blood glucose levels. The customer acknowledged the advice.